Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The catheter was irrigated; no occlusion noted. The valve was visually inspected; needle hole was noted in the needle chamber. The valve passed the tests for programming, occlusion, siphon guard, and pressure. The valve was leak tested; the leak tested passed; only leaked from the needle hole in the needle chamber. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. At the time of investigation, no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (828806) was implanted in a 39 year-old female patient due to non-communicating hydrocephalus via ventriculoperitoneal shunt with unknown setting on (B)(6) 2022. In (B)(6) 2023, patient¿s cerebral ventricles were dilated, and obstruction of the valve was confirmed by shunt contrast. A revision surgery was performed, and the valve was explanted and replaced on (B)(6) 2023. The primary disease of the patient is brain tumor and is currently in follow-up.